Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was bent and so could not load the lens properly. There was a patient contact and procedure was completed. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic damage observed. No associated products were returned for evaluation. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. Multiple follow-up attempts were made. Not enough information was provided to determine if a qualified product combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic damage observed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).